Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the x-ray tube needed to be replaced. No conclusion can be drawn as repair info is unavailable.